Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was tested with no unexpected restart alarm and external ram error alarm noted. The insulin pump had history check failed alarm in alarm history file. History check failed alarms due to corrupted history files. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple error alarmed. The customer¿s blood glucose level was unknown. It was reported that they immediately got the unexpected restart error. The insulin pump was returned for analysis.